Event description:
It was reported that the patient underwent a revision procedure due to recurring incontinence due to urethral atrophy at the cuff site with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. The patient outcome was good.

Manufacturer narrative:
Atrophy and urinary incontinence were reported. The cuff component(s) were visually inspected, microscopically examined, and tested for leaks. Two pinhole leaks were identified in the occlusive cuff shells. The damage was consistent with wear against one another. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis identified a malfunction with the cuff components. The cuff leaks identified would cause the cuff to malfunction, leading to the urinary incontinence issues. Analysis was unable to confirm the reported atrophy.

Event description:
It was reported that the patient underwent a revision procedure due to recurring incontinence due to urethral atrophy at the cuff site with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted. The patient outcome was good.